Manufacturer narrative:
The subject device was returned to (B)(6) for evaluation. (B)(6) found that during inspection, it's found that the 1st regulator unit (gj450500) was faulty resulting in the max air flow was out of standard. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. The manufacturing record was reviewed and found no irregularities. We were unable to identify a cause because the subject device was not sent. It is a surmise, but we think that the phenomenon was caused because the primary pressure reducer malfunctioned. As to the reason why the primary pressure reducer malfunctioned, we think it was aging deterioration because it has been more than 15 years since the subject device was manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the display of pressure is abnormal. The intended procedure was completed with a similar device. There was no patient injury reported.